Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the calcified left anterior descending artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, upon advancing, it was noted that the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR. : promus premier ous mr 20 x 3.50mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 62.7cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the calcified left anterior descending artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, upon advancing, it was noted that the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.